Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a polarx catheter was selected for use. After preparation from the catheter, the ablation started from the left superior pulmonary vein (lspv), and in the middle of the ablation, (140 sec.) And an error message outer balloon pressure is too high occurred. The extension cable was disconnected and reconnected but the issue persisted. The cyro cable were disconnected and reconnected. And moved to the left inferior pulmonary vein (lipv), and at the same time after starting the ablation, same error occurred, the cyro cable were exchanged and the same error persisted. It was so constant that the right pulmonary veins could not be ablated, and unfortunately the hospital didn't have a catheter for replacement, so the procedure was canceled. The patient was under local anesthesia when the procedure was cancelled. The device is expected to be returned for analysis.

Event description:
This event is being reported for aborted/cancelled procedure with a patient under sedation. It was reported that a polarx catheter was selected for use. After preparation from the catheter, the ablation started from the left superior pulmonary vein (lspv), and in the middle of the ablation, (140 sec.) And an error message outer balloon pressure is too high occurred. The extension cable was disconnected and reconnected, but the issue persisted. The cryo cable were disconnected and reconnected. And moved to the left inferior pulmonary vein (lipv), and at the same time after starting the ablation, same error occurred, the cryo cable were exchanged and the same error persisted. It was so constant that the right pulmonary veins could not be ablated, and unfortunately the hospital didn't have a catheter for replacement, so the procedure was canceled. The patient was under local anesthesia and analgosedation when the procedure was cancelled. The device was returned for analysis.

Manufacturer narrative:
The polarx catheter was evaluated by boston scientific. Upon receipt at our post market quality assurance laboratory, the polarx device was leak tested and failed the outer balloon vacuum test. The polarx device was dissected to find a leak path to account for the failed leak testing. The outer balloon line located inside of the handle was pressurized the outer balloon line in attempt to locate a leak. A leak path was found at the polarx receptacle connection with the cryo cable connector. Upon further investigation, a crack was found on one side at the latch location. This crack allowed a leak over the proximal o-ring so vacuum could not be maintained which led to errors seen in the field that caused the procedure to be cancelled/rescheduled. Laboratory analysis was able to confirm the reported allegations.